Event description:
Customer reports that "in 10/2003, the pump was filled with 10mg/cc of morphine. Three days later, the pt ended up in the e.r. With an empty pump. Pt had other health issues. Dr. Decided to explant the pump and wants to know if the pump is working properly." Evaluation of device which was completed in 2004 determined the pump was caused or contributed in a reportable event.